Event description:
It was reported that (1) device was used during a gastric bypass. It was reported by the rep that the tlc100 instrument was used. After firing, there was bad staple formation, oversewn by hand to complete the case. No further information available.